Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during testing noted. Pump error 63 confirmed in insulin pump history file due broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump errors. Customer reported that the insulin pump was not delivering insulin. They were able to clear the alarm and was able to rewind the insulin pump. No harm requiring medical intervention was noted. The insulin pump will not be returned for analysis.